Event description:
It was reported that the patient experienced unspecified issues with a spectra penile prosthesis (spp). The spp was explanted and a new spp was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.